Manufacturer narrative:
Evaluation: still under investigation at this time.

Event description:
Procedure went well until the customer tried to insert the cannula. The puncture was made through the trachea cartilage; dilation was successful, however, the customer wasn't able to place the tube. They dilated a second time and again the tube couldn't be placed. The wings at the end of dilator broke and the blue catheter at the beginning of the dilator broke too. It was almost impossible to remove the wire. They changed the procedure and took a blue rhino system. The wire guide was removed through the broken dilator with force and luck. All parts were successfully removed. Because of the long time procedure, the pt's icp increased to above 30 mmhg and the sao2 decreased to 76%. The pt needed a manual ventilation for 10 min and a special ventilation for more than 3 hrs. Special ventilation and drugs because of the high icp.